Event description:
The customer reported the evis lucera gastrointestinal videoscope was reprocessed in an olympus oer-6 automatic endoscope reprocessor (aer) with an expired water filter installed. The aer displayed an e014 disinfectant not collected in the tank error message. The mesh was cleaned and the aer was restarted, but an e012 insufficient amount of disinfectant in the disinfectant tank error message was displayed. The switching valve was changed, but the e012 error message was displayed again. The error resolved itself after a while, and the error had not occurred since. The customer later reported that an expired water filter was installed. The filter had a start dat of use of december 22, 2021. The scope had been used in cases, but the number of cases was unknown. There was no reported patient harm or impact due to this event. Reports are being submitted on the oer-6, water filter and the scopes reprocessed using the device when the water filter was expired. Please refer to the following reports: patient identifier of(B)(6) is related to model number: oer-6, serial number: (B)(6). Patient identifier of(B)(6) is related to model number: pcf-h290di, serial number: (B)(6) .patient identifier of (B)(6) is related to model number: gif-n260, serial number:(B)(6) .patient identifier of (B)(6) is related to model number: gif-pq260, serial number: (B)(6) .patient identifier of (B)(6) is related to model number: gif-xp260ns, serial number: (B)(6) .patient identifier of (B)(6) is related to model number: gif-xp260ns, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: gif-1 200n, serial number: (B)(6) .patient identifier of (B)(6) is related to model number: maj-2317, serial number: n/a.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the scope being reprocessed in a reprocessor with an expired water filter was likely due to misuse since the filter was not correctly replaced, a definitive root cause of why the filter was not replaced was unable to be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: the oer-6 instruction manual operation manual ¿chapter 7 routine maintenance, 7.3 replacing the water filter (maj-2317)¿ describes the following warning. Replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Concerning the instruction manual mentioned above, we recommend the replacement period for a water filter is at least once in two months, however, your facility has used an expired water filter for the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.